Event description:
On may 11, 2026, a report was received from (B)(6) center indicating that a patient overturned during spine surgery. Review of a follow-up call and video indicated that both the electrical and mechanical safety locking mechanisms of the table were inadvertently released, likely due to lack of user familiarity. The table subsequently rotated approximately 180 degrees, resulting in the patient turning over. Patient landed on his feet. No patient injury reported. The hospital's internal investigation concluded the event was due to user error, with staff manipulating the rear blue component and operating the remote control in an attempt to understand and release the mechanism. On (B)(6) 2026, the customer confirmed that staff training was conducted on operation of the table locking mechanisms and interpretation of indicator lights.